Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 5.2 mmol/l. The customer stated that the device was exposed to plain water. Customer placed the device in a cooler and was in case that she thought it was a waterproof. Customer stated that the device was vibrating with an alarm or alert. Customer stated that the pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we would send cot loaner pump. The customer also reported that she got an a21 alarm before it turned off.